Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital three days post in-clinic follow up for device reprogramming, in cardiac-respiratory arrest. The patient was admitted to the resuscitation unit and subsequently expired. Additional information regarding the cause of death has been requested but not yet received. There was no allegation of device malfunction or involvement and is therefore ruled as unknown association.

Manufacturer narrative:
Additional information: b5 and d11.

Event description:
The patient presented to the hospital three days post in-clinic follow up for device reprogramming, in cardiac-respiratory arrest. The patient was admitted to the resuscitation unit but subsequently expired. The device was explanted, however, the police retained the device. Additional information regarding the cause of death has been requested but not yet received. There was no allegation of device malfunction or involvement and is therefore ruled as unknown association.

Manufacturer narrative:
It was reported that a patient passed away following the device pacing in t-wave, which allegedly resulted in a fatal arrhythmia. The pvarp was confirmed to be shortened due to device programmed parameters, and it was was confirmed that this is per device design and there is no device malfunction suspected.